Manufacturer narrative:
(B)(4). Date sent: 03/27/2023. Maude report received: mw5115580.

Event description:
It was reported that during a sigmoid colectomy a 29mm echelon circular device was used to create the anastomosis. The anvil was placed in the proximal lumen. The stapler was inserted into the distal lumen. The trocar spike was deployed with no issue. Anvil was connected to the trocar spike with no issue. Stapler was closed with the orange bar into the green zone signifying sufficient tissue compression. Stapler was then fired, and a green check mark appeared. Device was then opened by performing two 360 degree counterclockwise rotations as per IFU. Fishtails were done, but stapler would not come free. Customer tried to open a little more, and do fish tails again, still no movement. Finally, being forced separate anvil from the device while still inside the patient and remove that way. Anastomosis was compromised and the anvil had to be removed from the colon by creating an enterotomy to remove. From here they attempted the anastomosis again due to leak and tearing along staple line. When performing the second anastomosis with 29mm echelon circular the same steps were followed. A green check mark signified a successful firing, but when trying to remove a second time the exact same thing happened. The stapler would not come free from the anastomosis causing another leak. This case went from a laparoscopic procedure to an open procedure to repair the anastomosis. The surgery was delayed. No fragments were generated.

Manufacturer narrative:
(B)(4). Batch # 901a87. Additional information was requested, and the following was received: what were the indications for surgery? Information not provided. Did the patient receive any preoperative chemotherapy or radiation? Information not provided. What healthcare professional fired the device and what is his/her experience with the device? Surgeon and staff are comfortable with the device, and the device odp. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was buttressing material utilized? No. Were there any issues with device use/firing? No issues during firing. Was a complete transection of the white breakaway washer visually confirmed? Not known. Were the donuts inspected? Information not known. Were there any issues noted with staple formation? No issues with staple formation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Would not remove: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Anvil issues: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 901a87, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.